Event description:
Patient was having a coronary artery bypass graft x3 with the left internal mammary artery and right reverse saphenous vein graft endoscopically harvested. The rnfa notified the circulating nurse that the vasoview hemapro harvesting cannula was the instrument being used and had broken.